Event description:
Ommaya reservoir inserted in (B)(6) 2013, was removed in (B)(6) 2014 after extravasation of methotrexate, was found to have a leak in the catheter upon inspection by surgeon. No resistance during administration of medication with normal flow. MRI days after administration showed a 1.4 cm space occupying lesion adjacent to the ommaya tubing impinging on cerebral parenchyma nad causing edema.